Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery as the insulin is leaking from the infusion set insertion site after being used for one day. Blood glucose value reported ta the time of event was 251 mg/dl. The patient gave herself a bolus via manual injection. Patient was ddvised to change the infusion set. No further information available.